Manufacturer narrative:
Continuation of d10: product ID: 3058, lot#/serial#: unknown, implanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 3889-28, lot#: 0221513004, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the possible cause of the event was due to the inducer sheath was not inserted deep enough.

Event description:
Additional information received reported that the possible cause of the event was due to the inducer sheath was not inserted deep enough.

Manufacturer narrative:
Continuation of d10: product ID: 3058, lot#/serial#: unknown, implanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 3889-28, lot#: 0221513004, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient was admitted to theatre for a lead replacement as their current lead was noted to have moved or was poorly positioned yielding very minimal, if any symptom improvement. All 7 programs were trialed with no success. When the new lead was inserted the physician noted it turned back on itself and was bent at right angles, indicating possible fractured lead. The case was extremely challenging so it was decided to replace the damaged lead with a new one. The physician had difficulty locating the s3 foramen. Physician noted it to be very small and difficult to locate. Then when located the needle had to be repositioned numerous times at different angles in order to get a motor response at all. Multiple needle punctures prior to achieving good placement. No diagnostics were performed as it was decided not to deploy a potentially fractured lead when this case had been so difficult, and the patient had already been anaesthetized for an excess of 2 hours. The issue was confirmed resolved after a new lead was used.